Event description:
The customer contact reported a tubing separation. Prior to patient use while priming the tubing set with a saline solution, the customer contact reported, "the chamber fell off the spike." The tubing set was replaced and the therapy was initiated. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.